Event description:
The service report shows the device failed incoming eval due to a leak. The co service tech inspected the device and cleaned the cylinder. The unit passed the extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.